Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. The blood glucose reading was 128 mg/dl. The customer stated that the device may have been exposed to moisture or sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.